Event description:
The patient's spouse called to report this incident. The pt stated that on the event date in 2001 at 5pm the suspect device was used and pt's blood glucose was 489mg/dl. At 12:57 am pt was unconscious and the suspect device read 14mg/dl. The pt's spouse called the paramedics who arrived and hung glucose and gave pt injections. Spouse was not sure of the treatment. No glucose control solutions were in use on the suspect device system. The suspect device was also miscoded to the test strips in use. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.